Event description:
A premature battery depletion was reported for the subject device, even though the residual longevity was above 3 years at the last follow-up on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
A premature battery depletion was reported for the subject device, even though the residual longevity was above 3 years at the last follow-up on 8 sep 2017.